Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon completion of investigation. (B)(4).

Event description:
It was reported during a follow-up, the physician detected threshold exit block. Sensing and impedance showed stable measurements. A revision procedure was performed, and measurements were tested again, and found stable impedance and sensing values; however, the threshold values were still high. Therefore, a new lead was implanted. The explanted lead is expected for return.

Event description:
It was reported that the physician detected threshold exit block of the right ventricular (rv) lead, which was discovered during a routine follow-up. Device sensing and impedance measurements were observed to be stable. A revision procedure was performed, and all measurements were re-tested. Device sensing and impedance measurements were still observed to be stable; however, the threshold values were still high. Therefore, this lead was explanted and exchanged for a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
Device technical analysis: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery/additional intervention.